Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump could not be charged despite the attempt of multiple usb cables and wall adapters. Customer reported blood glucose (bg) level was 419 (mg/dl). The customer stated they are not diligent when it comes to monitoring their bg levels and that is why they are running high. A correction bolus was delivered to address bg level. Reportedly the customer has manual injections as alternate insulin therapy until the replacement pump is received.

Manufacturer narrative:
Effect to patient cannot be confirmed through a log review or duplication testing. A functional test could not be performed due to usb pin damage.